Manufacturer narrative:
Bayer product analysis received and examined the subject syringe kit. Visual examination of the returned syringe barrel, lot # 8403560, confirmed the presence of the particulate within the fluid path. The particulate was confirmed to be a hair which was stuck to the barrel of the syringe. The hair measures approximately 195 mm in length. This was likely introduced during component manufacturing or assembly. Bayer manufacturing has controls in place for personnel entering and/or working in the manufacturing area. All employees must don a hair cover and beard cover (if applicable) prior to entry into the cleanroom. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: after opening a mr syringe kit, a particulate was visualized in the syringe barrel. The syringe was not used.